Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 5-6, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. Patient undergoing chemotherapy and radiotherapy with a 96 hour infusion of 5- fluorouracil through their peripherally inserted central catheter (PICC). After the 96 hours, the patient went to have the device removed and the infusor still contained ¿a considerable amount of medication.¿ the patient¿s physician ordered the infusor to remain in place for another 24 hours. After the 24 hours, the infusor still had an unspecified volume of solution remaining in the device. The decision was made to suspend the infusion and discard the remaining solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.